Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter continued to display the ¿apply sample¿ message instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began at 1pm on (B)(6) 2015. The patient informed the cca that they manage their diabetes with oral medications (glipizide ¿ dosage unspecified) as well as with diet and/or exercise and denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient reported feeling the symptoms of ¿dizzy, shaky and nervous¿ ¿2 or 3 hours¿ after the alleged product issue occurred. In response to these symptoms the patient went to the emergency room (e.r) where they were given 25mg of ¿meclizine¿. The patient¿s blood glucose was also measured on the e.r meter and a result of ¿210mg/dl¿ was obtained. At the time of troubleshooting the cca noted that the patient was unable/unwilling to walk through a retest to try to resolve the issue. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin¿s 3-4 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.